Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with another device. The cochlear implant was evaluated on (B)(6), 2011 prior to surgery using the crystal test system. The results indicated that the device did not meet manufacturer specifications. Correction: the correct serial number is (B)(4) as previously reported. This report is filed (B)(4), 2011.

Event description:
Per the clinic, the patient sustained a blow to the head, resulting in a loss of connection to the internal device. Explant and reimplantation is planned but has not taken place at the time of this report (B)(4), 2011. The implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): implanted device remains.